Event description:
The customer reported that the jaws of the device would not open after being applied to tissue towards the end of the case. Additional tissue had to be resected in order to remove the device. There was no tissue damage or patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.